Manufacturer narrative:
H6: investigation summary: three samples and photo received by our quality team for investigation. Upon visual evaluation, no damages or issues were found related to package seal integrity. All packages were properly sealed, no defects observed. Further charcoal testing performed to test sterility of packaging, no issues observed. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Retention samples were evaluated, no defects or issues found. Based on the quality team's investigation, we are not able to identify a root cause related to our manufacturing process at this time.

Event description:
It was reported that 3 of the bd precisionglide¿ needles had damaged package. The following information was provided by the initial reporter, translated from portuguese to english: hole in package due to extension in protective needle cap.

Event description:
It was reported that 3 of the bd precisionglide¿ needles had damaged package. The following information was provided by the initial reporter, translated from portuguese to english: hole in package due to extension in protective needle cap.

Manufacturer narrative:
E.1 initial reporter phone #: (B)(6). B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.